Event description:
The distributor contacted animas on (B)(6) 2014 alleging the down arrow button was unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2014 with the following findings: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent unresponsiveness and required multiple presses to evoke response. The contrast button was difficult to press and required increased force to engage. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.